Manufacturer narrative:
The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the battery revealed that the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed 1 critical battery alarm involving (B)(4). Data log files covering the critical battery alarm were not available for analysis. However, events with critical battery alarms are most often attributed to communication errors. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware is investigating communication errors. Note: the controller in use, (B)(4), did not have the smr software upgrade. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the site that the patient had an event happen a month ago but patient did not present to clinic to return faulty battery. Patient experienced a critical battery alarm when both batteries connected were fully charged. Checked connections and were secure. He removed battery from use and no new alarms since. It was stated that there were no effects or consequences to the patient. No additional information provided.